Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated has not obtained replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 227, 231, 236, 228 and 224 mg/dl. The customer¿s expected fasting blood glucose test result range is 120 - 143 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 238 mg/dl using meter. The product is not stored according to specification and it is stored in the kitchen. Customer had another vial of test strips that was stored correctly (same lot number). During the call, a back to back blood test was performed by the customer fasting and produced result of 238 mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 07/25/2020 and open vial date is was not disclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6) 2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no"